Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that when propofol, levophed and ns infusions were switched over from another pcu with four modules to this system on an ICU patient who had recently come from the or, the new pcu and four channels "stopped working and read system error". The patient's blood pressure dropped and unspecified medical intervention was required. The infusions were moved to another system without further issues.

Manufacturer narrative:
The customer¿s report of a system error was confirmed through a review of the pcu error and event logs, and recreated during simulation testing. Review of the error log revealed that an 800.8000 system error occurred at 1:00:49pm on (B)(6) 2015. On that date 3 lvp infusions were running on the pcu; a 4th lvp was attached and at one point was programmed, but the infusion was never started and was in an idle state at the time of the system error. A flow stop open alarm occurred immediately prior to the start of each infusion (and prior to channeling off the 4th module). At 1:00pm, channel b was selected, the infusion was restored, the dose was reprogrammed and the infusion was started. A system error 800.8000 (displayed on-screen as system error 255-16-275) immediately occurred. During a system error, current infusions continue uninterrupted; however the infusion parameters cannot be edited because while the system is in the error safe state, the keys are disabled. The pcu was internally inspected and was found to be clean with no anomalies and no signs of fluid ingress. The returned pcu was set up with 4 lab pump modules which were programmed identically to the programming during the event; actions as interpreted from the pcu event log were duplicated multiple times in attempts to induce a 255-16-275 system error, however a system error did not occur. Subsequently, using the returned pcu and a lab pump module, error simulation was performed per test protocol, which successfully recreated the system error on the pcu. The root cause of the system error has been identified as a software timing issue, when using two hands to operate the pcu and lvp, simultaneously clearing the pump module alarm while starting the infusion.